Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument tips will not line up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a bent grip tip causing it to be misaligned. The offset at the tips was 0.55mm. The grips were not found to be cracked. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.